Manufacturer narrative:
H11: the actual devices were not available; however two (2) photographs of the samples were provided for evaluation. A review of the returned photographs did not show evidence of the reported problem. There is not enough information to confirm or refute the reported problem. Due to the nature of the sample, no further evaluation could be performed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had a connection issue; further described as ¿difficult to connect to the transfer set¿. This was described as the first cassette set could not be connected with the transfer set. Then the patient tried a second cassette set and the connection still failed. A third cassette was able to be connected to continue with the therapy. The transfer set remained in place. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.